Event description:
The monitor speaker was not working. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. The central station was noted to have alarmed for this event, and there was no lack of awareness to the patient's condition. There was no treatment reported to have been needed for the patient. No further patient information was available.